Event description:
It was reported to nuvectra that the patient was loosing feeling in the feet and needed a MRI. Subsequently, the stimulator and lead were explanted due to no indication for MRI. The patient is doing well.